Event description:
It was reported that pump experienced malfunction alarm labeled Malf 15. Customer¿s blood glucose reading shown only as ¿High¿ and no specific value provided. Customer did not take any action to address high blood glucose and did not require help from 3rd party. Technical Support provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction happened again.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iphone 14 / 2.9.1 / iOS_18.6.2.